Manufacturer narrative:
Concomitant products: product ID 3887-45, lot# v814281, implanted: (B)(6) 2011, product type lead; product ID 3887-45, lot# v814281, implanted: (B)(6) 2014, product type lead; product ID 3887-33, lot# v661842, implanted: (B)(6) 2011, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that along with the over-discharge, telemetry issues were occurring. The implant was not su spected to be too deep as the manufacturer representative could easily palpate the device and it felt like it was less than 1 cm deep. A ¿pa view¿ was taken of the battery and it was noted the leads were coming out of the right side of the header block, confirming that the device had not flipped. Two physician mode reset (pmr) sessions were performed but did not successfully recover the device from over-discharge. After the third pmr session a power on reset (por) message was seen. The manufacturer representative was seeing that the implantable neurostimulator (ins) was at a solid 50% charge and was still charging up to 75% with the implantable neurostimulator recharger (insr) .the manufacturer representative attempted to clear the por message with the clinician programmer and received the ¿battery discharge¿ message. After charging for another 10 minutes the manufacturer representative was able to clear the por. The cause of the over-discharge was determined to be due to the patient not charging. After successfully resetting the device with three pmr sessions, the patient was receiving effective therapy was currently able to charge normally.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a return of pain. The manufacturing representative did not know what code had accompanied the power on reset (por) message and the cause of the por was the patient not charging.

Event description:
It was reported an over-discharge was suspected. The patient stated ¿this thing hasn¿t worked in 2-3 months¿ and they have not been using it or charging it. The stimulation was noted to be so strong that the patient ¿couldn¿t stand it¿. No interventions or outcome was provided however additional information has been requested. If received a follow up report will be sent.